Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2018-12974, 1627487-2018-12975, 1627487-2018-12976, 3006705815-2018-03308. It was reported that the patient developed an blood infection post surgery. As a result, the patient's system was explanted and replaced, which addressed the issue.

Manufacturer narrative:
Corrected data: date of explant was inadvertently omitted from initial report.

Event description:
Device 4 of 5 reference MFR. Report#: 1627487-2018-12974, 1627487-2018-12975, 1627487-2018-12976, 3006705815-2018-03307.